Event description:
It was reported that the pulse generator exhibited backup vvi operation while still in the box. Device software was downloaded successfully and normal device function was restored. The device was not used.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory through review of alerts and device images. Device was in backup due to nmi and checksum errors. The device was tested on the bench and using automated testing equipment, and no anomalies were found that would have contributed to the bvvi issue seen in the field.